Event description:
It was reported that there were scratches on the pipe (tubing) wall of fifteen (15) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h11: during evaluation of the returned samples, deep scratches were present that caused material slivering on the tubing and were detectable by touch with a fingernail. The slivering on the tubing indicated penetration to the tubing wall and is not considered as surface marks but characterized as cuts. A leak test was performed on one patient line tubing sample, and no leaks were observed. Should additional relevant information become available, a supplemental report will be submitted.